Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer. Procedural images were not available. Therefore, the event as described could not be confirmed. If further information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the fred flow diverter stent was used to treat unknown saccular aneurysm. The stent was placed and the procedure was completed after confirming apposition of the stent and blood flow. After awakening from anesthesia, the patient found to have no sensation in the upper extremities, and in-stent thrombosis was suspected. Ozagrel was administered and contrast-enhanced CT indicated the stent was not occluded and blood flow was improved. The next day, a diagnostic angiogram was performed again and no change was shown on angiography. Patient condition is serious and recovery with rehabilitation described as "would be difficult." Current patient status not provided.

Manufacturer narrative:
Additional information received. The patient was proceeded to rehabilitation. No additional intervention is planned. Location of aneurysm: c2 upward. Implantation site: c1-c4. Medical history: unknown.